Event description:
During a follow-up, a decrease in sensing and no capture were observed. Fluoroscopy revealed slight dislodgement. The physician was unable to reposition the lead and decided to leave the lead in the same position and wait for another re-intervention. The lead was later explanted due to perforation at another hospital.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.